Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) migrated posteriorly to the back of the patient. A revision procedure was performed and the s-ICD was moved back to the mid-axillary position. No additional adverse patient effects were reported and the s-ICD remains in service.